Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc121200/(B)(4)- UDI: (B)(4). Patient medications include but are not limited to: allopurinol, eliquis, atorvastatin, levothyroxine, metoprolol, omeprazole, tamsulosin, aspirin, centrum silver. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, surgical conversion a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2007, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, the patient was reported to have a type ii endoleak. The aneurysm sac was reported to measure 10cm. On (B)(6) 2018, the patient underwent explant of the devices and surgical repair of the abdominal aorta. It was reported that the source of the type ii endoleak was multiple lumbar arteries. The patient tolerated the procedure. The explanted devices were discarded at the site.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Date gore aware: 9/28/18.

Manufacturer narrative:
B3,b4: added/corrected information.